Manufacturer narrative:
The lens remains implanted. Device evaluation: the lens was not returned to the manufacturer, as the lens remains implanted. However, the pcb00 delivery system was received and the plunger was observed in a locked and fully advanced position. There was no assembly and/or molding issues observed. Trace amount of viscoelastic inside the cartridge was observed. Device was inspected at 10x under the microscope and no damage was observed. The complaint cannot be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a customer experience issues while using a pcb00 intraocular lens (iol). According to the customer the lens deployed inverted in the patients eye and the haptic bent upon deployment. Repositioning of the lens was required to rectify the inversion. The customer stated that the lens had the potential for patient injury, but no patient injury occurred for this event. The iol was implanted and remains implanted. There was no harm to the patient. No further information was provided.